Manufacturer narrative:
It was reported that, after the technician at the cord blood processing facility first filled the freezer bag with processed cord blood and then made two heat seals (top and bottom) to create the small and large compartments of the freezing bag, a leak from between the small and large compartments was detected. A review of the lot history record revealed that the lot of the device involved met all specifications for product release.the freezer bag, as reported by the customer, that leaked at its top showed no punctures upon visual inspection of the sample. A leak test was performed on the sample by introducing colored water to identify the location of the leak. The test confirmed the leak, which was localized to the top of bag, near the user?s heat seal. Microscopic examination revealed that upper seal was not completely formed, thus leaving a small opening where leakage occurred. A lot history review for the freezer bag component of the device did not disclose leaks having been identified during incoming or quality tests. A review of manufacturing processes involving the freezer bag did not a reveal a potential cause of the leak that was reported and confirmed. During the quality control process for this lot, a total of 200 samples were visually inspected and another 50 samples were functionally inspected (leak test), and no deviations or leakages were observed. A site visit by the firm?s technical applications specialist revealed some conditions of the user?s heat sealing process that appear to have contributed to the incomplete or otherwise faulty seals. The user was referred to the heat-sealer manufacturer to address the proper utilization of the heat sealer and preparation of the bag to be sealed.summary: the user?s report of a leak was confirmed. Examination of the returned unit and review of its manufacturing conditions and lot history record did not point to a cause for the leak in the manufacturing process.likely use error was confirmed by a visit to the user facility to observe the sealing process.unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a leak was detected from the device upon filling it with cord blood.

Manufacturer narrative:
Device evaluation begun, but not yet completed.

Manufacturer narrative:
It was reported that, after the technician at the facility first filled the freezer bag with processed cord blood and then made two heat seals (top and bottom) to create the small and large compartments of the freezing bag, a leak from between the small and large compartments was detected. A review of the lot history record revealed that the lot of the device involved met all specifications for product release. The freezer bag, as reported by the customer, that leaked at its top showed no punctures upon visual inspection of the sample. A leak test was performed to sample by introducing colored water to identify the location of the leak. The test confirmed the leak, which was localized to the top of bag, near the user?s heat seal. Microscopic examination revealed that upper seal was not completely performed, thus leaving a small opening where leakage occurred. A lot history review for the freezer bag component of the device did not disclose leaks hang been identified during incoming or quality tests. A review of manufacturing processes involving the freezer bag did not a reveal a potential cause of the leak that was reported and confirmed. During the quality control process for this lot, a total of 200 samples were randomly inspected for visual inspection and another 50 samples were functionally inspected (leak test), and no deviations or leakages were observed. A site visit by the firm?s technical applications specialist revealed some conditions of the user?s heat sealing process that appear to have contributed to the incomplete or otherwise faulty seals. The user was referred to the heat-sealer manufacturer to address the proper utilization of the heat sealer and preparation of the bag to be sealed. Summary: the user?s report of a leak was confirmed. Examination of the returned unit and review of its manufacturing conditions and lot history record did not point to a cause for the leak in the manufacturing process. Likely user error was confirmed by a visit to the user facility to observe the sealing process. Unless substantially significant information becomes available, this constitutes a final report.